Event description:
Boston scientific received information that high out of range impedance measurements were observed on the right ventricular (rv) lead. A loose setscrew was discovered and a revision procedure was performed where the setscrew was tightened and during the procedure some slack was added to the rv and right atrial (ra) lead. Normal rv impedance measurements were observed post revision procedure. No additional adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.